Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the knife bar was slightly buckled and the staple pusher were flush to sub flush with the cartridge surface. The product analysis noted evidence that the device was not used as intended. This issue can occur in any of the following circumstances, firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic roux-en-y gastric bypass while creating a pouch, the stapler was able to fire but the staples did not form the b shape and part of the malformed staples fell into the patient cavity and the staple line was also incomplete centrally. The patient experienced tissue damage and the surgical time was extended for more than 30 minutes. To resolve the issue, the staple line was hand stitch by the surgeon, the broken component was removed by a clamp and a new reload was used to complete the procedure.